Event description:
During insertion of the iab using an introducer sheath, difficulty was encountered passing the iab through the sheath. Because of this, the iab was removed and replaced. There were no patient complications.